Manufacturer narrative:
Conclusions and actions taken: based on this investigation, it has been determined that the probable cause for the reported burns was either localized heating due to local electric fields from the transmit coil or localized heating due to skin-to-skin point contact. In light of these incidents, the risk analysis for these devices was reviewed and modified. The risk of localized heating was deemed reduced to acceptable levels by using padding to prevent contact with the bore liner or skin-to-skin point contact. Affm kis #383632 and #383705 are being sent to all eclipse, polaris, exp and accelerator sites under the mandatory letters #410 and #411. The sites that reported a mr burn incident received top priority for installation. The kits included: two bore liner pads, two hand pads, two leg/ankle pads, a knee bolster, two types of pt straps, a modified diffuser (kit #383632 only) and user instructions.

Event description:
Pt had cervical scan. After examination, pt complained of burn. Examination of pt showed a four inch circular first degree burn on upper left arm. Pt was asked to come back. He later reported that the burn was going away and did not need treatment.